Event description:
It was reported by service report that the jack could not be pumped up due to a broken pump pedal weldment tube. There was pt involvement; however, no adverse consequences were reported.